Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his health care provider sent him to the emergency room on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was 600 mg/dl. He was vomiting. The customer's blood glucose level was treated with injections. The customer was wearing the insulin pump at the time of the hospitalization. He was hooked to IV for fluids. The device was not returned.